Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the jet-tube, air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, no nonconformance were found related to this complaint. No further escalation is required. The most probable cause of the identified failures were traced to failure to follow instructions. No further escalation is required.